Event description:
It was reported to philips that the allura system would not boot up. The device was outside clinical use at the time of the reported event. No harm was reported. A philips field service engineer (fse) inspected the device onsite and replaced the image processing pc as well as two hard disks. The system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray not booting up. Review of the system log file showed that the failed to initialize all grabber cards. Upon further inspection, the fse found that issue with the flexvision pc and ip pc. The fse replaced the flexvision pc and ip pc. After replacement of the flexvision pc and ip pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.